Manufacturer narrative:
The device was not returned for evaluation. A device history was performed and did not reveal any issues that may have contributed to the complaint event. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd).   The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcification stenosis of the native valve may be predisposed to bioprosthetic calcification.    In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve calcification proximally 4 years post valve implant could not be confirmed but may be related to the patient¿s co-morbidities (atherosclerosis, diabetes, hypercholesterolemia) and/or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards patient registry department, approximately 4 years post implantation of a 23mm sapien xt valve in the aortic position via transfemoral approach with the novaflex+ delivery system and esheath, the valve was explanted and replaced with an edwards surgical valve due to valve degeneration with calcifications.  Per records received, ¿leaflet thickening and calcium deposition¿ was observed.